Event description:
It was reported that during a peripheral artery angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous left common iliac artery. Using an ipsilateral approach, a 0.035in non-bsc guidewire crossed the lesion, and the 8.0x20mm wanda balloon catheter was placed into the lesion. During the first inflation, the balloon ruptured at 15 atm. The balloon catheter was able to be removed intact, and the procedure was completed with another of the same device with no pt complications. The pt condition post procedure was reported to be good.

Manufacturer narrative:
Eighteen years or older. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational contest as device performance was limited due to anatomical/procedural factors. (B)(4).